Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection remains unknown.

Event description:
During a lv lead implant procedure, dissection of the coronary sinus occurred during cannulation with the catheter. No intervention was required and the patient is in stable condition. The ICD was successfully implanted with ra and rv leads. The lv lead positioning will be attempted again in approximately 4 weeks.